Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure using a dual surgeon console (ssc) setup, the user observed an unspecified system fault. The customer received phone assistance from the technical support engineer (tse). Upon tse verification, it was confirmed that the left master tool manipulator (mtm) on ssc1 was "abnormal." The grip remained closed and could not release to open. No system error fault was displayed during the issue. Troubleshooting was performed by manually opening the grips. Use of the surgeon console ssc1 was discontinued. The user was instructed to further troubleshoot through a system power cycle; however, the user preferred to continue the procedure. No other issue was observed. The user continued with the procedure using ssc2. No known impact or patient consequence was reported.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was reproduced during field evaluation. Fse verified the left master tool manipulator (mtm) arm functionality on ssc1 and confirmed that the grip can't return to open status. Fse tried to readjust the grip pad but failed. Investigation indicated a defective mtm gimbal. Replacement of this part resolved the issue. Following this, the system was further tested and verified as ready for use. The replaced master tool manipulator (mtm) gimbal has been returned to isi; however, evaluation/investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted evaluation is completed and/ or if additional information is received. Verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) that started in dual ssc setup matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure using a dual surgeon console (ssc) setup, the user observed an issue on the left master tool manipulator (mtm) arm functionality on ssc1. Use of ssc1 was discontinued after the start of the procedure and the surgeon was able to continue with the procedure using ssc2. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system functionality was checked upon powering on the system. At the time of the issue, the instrument was able to successfully be removed without requiring usage of an instrument release kit. The customer indicated that the procedure required just a single surgeon side console (ssc). Intuitive surgical, inc. (Isi) received the replaced master tool manipulator (mtm) gimbal involved with this complaint and completed the device evaluation. During failure analysis, the mtm was inspected and tested. Defective components were identified. The outer grip spring, inner grip spring, grip lever were found defective and were replaced. Following this, the mtm was subjected to further testing and was restored to specification.